Manufacturer narrative:
The patient is 66 inches in height. An event regarding distal femoral periprosthetic fracture involving an unknown femoral component was reported. The event reported the revision occurred due to periprosthetic fracture at the level of the femoral stem after a fall. The root cause of the event could not be determined due to the minimal information provided, however, there is no indication that the product reported in this investigation contributed to the event.

Event description:
It was reported that the patients right knee was revised due to a fall. The femoral stem went through the femur. Additional devices removed: qty 2 unknown femoral bushings. Qty 1 unknown axel.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown femor. It was noted that the device is not available for evaluation due to hospital policy. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patients right knee was revised due to a fall. The femoral stem went through the femur. Additional devices removed: qty 2 unknown femoral bushings. Qty 1 unknown axel.